Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed. The assignable cause was depleted main batteries. The main batteries and harness have been replaced. Additional: a trend review has been performed and there have been similar reports made to baxter. The root cause will continue to be investigated through CAPA (corrective and preventive action) investigation (B)(4). The field corrective action number has been provided. The user interface module master software version is 6.13.92, categorized as remediated.

Manufacturer narrative:
(B)(4).the device is currently being evaluated onsite by a baxter service technician; however, evaluation is not yet complete. A follow-up medwatch report will be submitted upon evaluation or if additional information becomes available.

Event description:
Baxter field service technician serviced a colleague infusion pump for a battery issue onsite. During service, it was discovered that a battery depleted set alarm occurred during infusion which caused an interruption during delivery. It is unknown when or in what carea area this occurred. There are no reports of medical intervention or patient injury associated with this event. There is no further complaint information available. The user interface module master software version is currently unknown.